Event description:
In 2002, the customer reported the remote nurse call alarm was not functioning. Respironics service technician performed diagnostic testing of the remote alarm and diagnostic testing failed. The service technician replaced the main pcb board to correct the failure. Upon failure analysis of the main board it was found that the remote alarm connector on the main board was damaged due to user abuse. The connector damage was not reported at the time of event due to the event being caused or contributed to by the user. Additional info was found during investigation of an event in 2003, prompting submission of this report.